Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument jammed. There was not patient consequence.

Manufacturer narrative:
H6; code 100: insufficient cartridge nose weld. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Staples in nose; no. Functional tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to an insufficient cartridge nose weld. The instrument was received with a yielded cartridge nose weld, which may have caused the staples to jam in the instrument. No functional testing could be performed because the cartridge nose weld was yielded. The weld was examined and appeared to be insufficient, which was due to an assembly error. The assembly mgmt has been notified of this incident and product inquiry will monitor additional occurrences.